Event description:
It was reported that during the procedure, the catheter (subject device) fractured at the distal end during retraction from the patient. The catheter was also found to be stretched at the distal end. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. Visual and functional testing could not be performed since the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there no damage noted to the packaging prior to preparation of the device and no other anomalies noted to the device after removal from the packaging or prior to preparation. The patient¿s anatomy was extremely tortuous. It was also stated that the device was not prepared as per the dfu, although it is not known in what way as continuous flush was maintained. As the device was not returned, the as reported cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the catheter (subject device) fractured at the distal end during retraction from the patient. The catheter was also found to be stretched at the distal end. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.